Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, an angiogram of leg showed occlusion of the common femoral artery. Wire and balloon were introduced to the affected area restoring minimal flow to the distal extremity. Vascular surgery was consulted for exploratory surgery of the right leg. Fem/fem bypass occlusive right femoral artery. Impella leg was cold purple without pulses. The right radial site had a hematoma and was also discolored without pulses. After readjusting perfusion sheaths the right leg had return of pulses. Pump was explanted.